Manufacturer narrative:
Corrected data: b3-date of event (B)(6) 2019 in initial MDR corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated there was no patient contact, the lens was not inserted and there was no patient injury. The backup lens was implanted and the patient's current condition was stable. The lens damage was noted prior to removing from the vial. H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found one haptic torn. Corrected data: b3: (B)(6) 2019. Claim # (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +22.0 diopter, was broken and it was unknown if there was any patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.